Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2018, field service engineering (fse) visited the customer to address the reported event. During the evaluation, fse checked for any obstructions to the main arm. They observed and corrected a few of the wire ties sticking out of the main arm. Fse also cleaned and added tri-flow to the z axis for the probe and the y axis on the main arm sampler. After cleaning the instrument, fse then added all new reagents, wash, diluent, and substrate. The customer then ran precision of pap 15 times on level 3 with acceptable results. The customer then ran quality control (qc) with acceptable results. The instrument was verified as operational. There was no further action required by fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There was one (1) similar complaint found during the searched period. The aia-2000 operator's manual under chapter 8, other aspects of operation states the following: no result ( >h, <l ). This determines the way in which data is reported instead of concentration when the assay result is ">h" or "<l.". The test file assay range (upper limit and lower limit) is included in reports when assay range is selected. The <", "> symbols are added to the report when assay range (< >) is selected. It also further states that for <l results, calculation failed due to assay result being under assay range (represented by assay range lower limit value in test file). The most probable cause of the <l flag was a small obstruction due to wire sticking out on the main arm and older wash, diluent, and substrate were being used.

Event description:
On (B)(6) 2018, a customer reported that they were getting <l flags on biorad (br) 40920 controls for alpha fetoprotein (afp) and prostate-specific antigen (psa) with the a1a-2000 instrument. The customer denies any tossed tips but requested service for tip attach or aspiration issues. They did not get any error other than <l. A field service engineer (fse) was dispatched to address the reported event, which in delayed reporting of afp and psa patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.